Event description:
It was reported that the customer had low blood glucose levels of 43 mg/dl. The customer reported treating with juice and instant glucose. The customer also indicated feeling sweaty and clammy due to low blood glucose levels. The customer reported that the insulin pump did not trigger any alert to the customer regarding the low blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).